Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Provided logs confirm that the ventilator failed pre-use check on the given event date. Our field service engineer (fse) was on site to investigate the issue further and found out defected pressure transducer printed circuit board. Pressure transducer printed circuit board was replaced. After replacing the pcb, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted. A defect pressure transducer pc board may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).